Event description:
It was reported that the patient presented to the emergency department after possible syncope and experiencing a fall. A transmission observed atrial oversensing. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri45 lead, implanted (B)(6) 2012. (B)(4).